Event description:
It was reported that the patient was doing a cartridge change on the pump and the pushrod was not going up. Patient also reported the "fill tubing" option from the load menu was not working. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is the patient/consumer. Initial reporter also sent report to FDA is unknown, no information provided to date.